Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported that the device did not boot up. No patient impact was reported.